Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and a prolapsed anterior leaflet. A steerable guide catheter (sgc) (51010r2065) and a mitraclip xtw clip delivery system (cds) were prepared and inserted without issues. The mitraclip xtw was then deployed on the mitral valve without issues. However, after deployment and removal of the clip delivery system (cds), an echocardiogram was performed and revealed a clot at the end of the steerable guide catheter (sgc) (51010r2065). Therefore, the sgc was removed and replaced. A new sgc (51107r3025) was then prepared, inserted, and crossed the septum. However, after the dilator was pulled out, a transthoracic echocardiogram (tte) revealed air in the right pulmonary vein (rpv). A second clip, a mitraclip xtw cds was then prepared, inserted, and deployed on the mitral valve, reducing mr to a grade of 1+. After the cds was removed, a catheter was inserted into the sgc, and the air was aspirated from the rotating hemostasis valve. The procedure was completed. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and a prolapsed anterior leaflet. A steerable guide catheter (sgc) (51010r2065) and a mitraclip xtw clip delivery system (cds) were prepared and inserted without issues. The mitraclip xtw was then deployed on the mitral valve without issues. However, after deployment and removal of the clip delivery system (cds), an echocardiogram was performed and revealed a clot at the end of the steerable guide catheter (sgc) (51010r2065). Therefore, the sgc was removed and replaced. A new sgc (51107r3025) was then prepared, inserted, and crossed the septum. However, after the dilator was pulled out, a transthoracic echocardiogram (tte) revealed air in the right pulmonary vein (rpv). A second clip, a mitraclip xtw cds was then prepared, inserted, and deployed on the mitral valve, reducing mr to a grade of 1+. After the cds was removed, a catheter was inserted into the sgc, and the air was aspirated from the rotating hemostasis valve. The procedure was completed. There was no clinically significant delay in the procedure.